Manufacturer narrative:
The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2010, a wallflex biliary rx covered stent was implanted within the patient's common bile duct. According to the complainant, during a follow-up exam (approximated to be during the week of (B)(6) 2010 - exact date is unconfirmed), it was noticed that the implanted stent had migrated from the patient's common bile duct to the small bowel. The migration of the stent did not cause any obstruction of the small bowel. The patient has other unknown co-morbidities, and is currently being monitored and followed. The patient's condition was reported to boston scientific as "no further symptoms of obstructed jaundice". Despite numerous attempts, boston scientific has been unable to obtain additional information surrounding the circumstances of the event. If any relevant information is reported, a supplemental report will be filed.